Manufacturer narrative:
Analysis of programming history.

Event description:
Manufacturer review of a patient's vns programming history noted that upon initial interrogation on (B)(6) 2009, the vns settings were 0ma/20hz/500pulsewidth/30sec on/60min off. At the previous office visit on (B)(6) 2009, a faulted systems diagnostics test occurred which likely changed the settings. There was no final interrogation performed at the (B)(6) 2009 visit to verify settings. The settings were corrected at the (B)(6) 2009 visit.